Event description:
It was reported that a perforation occurred post implant. The lead was explanted and replaced. Some days after the lead replacement the patient suffered a cerebral hemorrhage and passed away.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).